Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break during use on patient? What tissue was being approximated/ sutured when the needle broke? Did the needle piece (s) fall in the patient? Was the needle fully retrieved? Was the needle piece(s) removed from the patient successfully? Same procedure? Any x-ray/radiological tests performed? Results with size of the needle piece and tissue structure found any additional tissue dissection or damage due to searching for needle? Any change in surgery procedure/prolonged surgery time/post-op care due to needle breakage issue? How was case completed? Is there any adverse patient outcome? Has there been any medical or surgical intervention performed? If yes, explain if needle piece(s) still retained in the patient, are there any plans to remove the needle? If yes, please indicate date? Patient demographics (initials/ID, age or date of birth, weight, gender).

Event description:
It was reported that a patient underwent inguinal hernia repair procedure on (B)(6) 2018 and suture was used. The needle broke during use. It is unknown how the procedure was completed. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: did the needle break during use on the patient? Yes in what tissue was it made / sutured when the needle broke? There is no information, it is unknown does the needle piece (s) fall on the patient? No was the needle completely recovered? Yes was the needle part (s) successfully removed from the patient? Same procedure? Yes were x-ray / radiological tests performed? Results with the size of the needle piece and the structure of the tissue found. No any additional tissue dissection or damage due to the search for the needle? No any change in the surgery procedure / prolonged time of surgery / postoperative care due to the problem of needle breakage? No how was the case completed? There is no information, it is unknown is there any adverse outcome for the patient? No has any medical or surgical intervention been performed? If yes, explain no if the needle piece (s) is still retained in the patient, is there a plan to remove the needle? If so, please indicate the date? Do not patient name is known (age, initials, sex, weight) no.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of both microvoid coalescence, which is evidence of a ductile overload failure, and intergranular fracture, which is evidence of a brittle failure. This was a mixed mode fracture. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.